Event description:
The retaining screw snapped while screwing down the glenosphere in the rsp. The remaining piece was threaded into the baseplate and left once it was determined that the glenosphere was secured by morse taper.